Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during preparation the physician was unable to flush the guide wire lumen of the delivery system. Also, during flushing it was noted that a white particulate, potentially glue/adhesive, came out of the tapered tip. After the particulate came out, the guide wire was flushed successfully and the device was implanted in the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (using a broken delivery system, using a delivery system which contained a foreign material).